Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. In addition, it was reported that the customer experienced a blood glucose (bg) level of 575 (mg/dl) and high ketones. Subsequently, the customer obtained a bruise on the knee. The cause for the reported high bg was unknown. Customer delivered a bolus and administered a manual injection to address bg level. Customer continued using the pump for insulin therapy.